Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that during an afib - persistent ablation procedure, after going transseptal, it was noticed there was blood leaking back through the hemostatic valve of the carto vizigo" 8.5f bi-directional guiding sheath medium. While inspect the sheath, a foreign white piece inside the clear hub was observed that was flushed out after removed from the body. The sheath was replaced, and the issue resolved. Procedure continued without further issues. No air entered the patients body. Patient\s hemodynamics was not compromised. No interventions were required to stop the backflow blood. With the available information, this is being conservatively coded and reported as hemostatic valve separation as it is most likely the backflow blood occurred due to a malfunctioning/dislodged valve. Given no interventions no hemodynamics disruption was reported, this wont be considered a patient event. Further clarification on the white piece inside the clear hub will be requested, given the fact there was blood leakage, it is most likely the white piece was the hemostatic valve might have been pushed into the hub during dilator insertion. This wont be considered a foreign material. Hemostatic valve separation is MDR-reportable.

Manufacturer narrative:
On (B)(6) 2021, the bwi product analysis lab received the device for evaluation. The product investigation was subsequently completed. It was reported that during an afib - persistent ablation procedure, after going transseptal, it was noticed there was blood leaking back through the hemostatic valve of the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium. While inspect the sheath, a foreign ¿white piece¿ inside the clear hub was observed that was flushed out after removed from the body. The sheath was replaced, and the issue resolved. Procedure continued without further issues. Device evaluation details: visual analysis of the returned sample revealed that the hemostatic valve was found dislodged inside of hub of the vizigo sheath. Microscopic examination in the hemostatic valve surface and showed evidence of stress marks on the outer diameter. In other hand, the brim cap and the silicone ring were placed in the correct position and found in good conditions. A device history record review was performed for the finished device 00001510 number, and no internal action related to the complaint was found during the review. It should be noted that product failure is multifactorial. Based on the information currently available, microscopic examination of the returned product indicates that hemostatic valve was found dislodged into the hub. It was determined that the issue observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve, the stress marks and physical damage observed which suggest that excessive force was applied. According to the odp (optimal performance guide), there are some precautions on inserting the dilator into the vizigo sheath: ¿always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur." As part of quality process all devices are manufactured, inspected, and released to approved specifications. Due the conditions observed in the hemostatic valve, an internal action was opened. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4)